Event description:
It was reported that during equipment setup, the clamshell thumbscrew snapped off when tightening. New handpiece was used to complete procedure. No impact to procedure as failure was identified during setup.

Manufacturer narrative:
The thumbscrew, intended for use in treatment, but during setup, the hand tighten bolt snapped off when tightening. DHR review found that no conditions which could contribute to the reported event were identified. This reasonably suggests that the device met the specifications at the date when it was released to distribution. A complaint history found similar reports. The surgical system's user manual released at the time of the complaint provides instructions for tightening on three thumbscrews and notes to "use the wrench if needed; do not overtighten" and "do not overtighten the thumbscrews. This can damage the handpiece". Accordingly, product labeling has been ruled out as a cause of the complaint. We could confirm there was a relationship established between the reported event and the device. The device was returned and investigated. Visual inspection and functional evaluation found that the remaining part of the thumbscrew was bottomed out in the handpiece and there were signs of damage to the outer clamshell where the thumbscrew abuts the handpiece when tightened. This evidence suggests that the thumbscrew was overtightened, bottomed out and continued to be tightened, resulting in the thumbscrew breaking due to torsional forces. The malfunction is most probably due to user error.